Manufacturer narrative:
The device was received by the manufacturer in (B)(4) 2014 (exact date is unknown). The DHR and review of the 3 shape files show that the abutment was within specification. Based on the investigation results, visual analysis of the product and the information provided by the customer, no specific root cause can be determined. When a fracture of a zirconia abutment is observed at or adjacent to the mating hex and boss connection features, the fracture is due to the design of the hex and boss connection features.

Event description:
The clinician reported the zirconia abutment broke in the patient's mouth. There was no reported patient injury.

Manufacturer narrative:
The DHR and review of the 3 shape files show that the abutment was within specification. Based on the investigation results, visual analysis of the product and the information provided by the customer, no specific root cause can be determined. When a fracture of a zirconia abutment is observed at or adjacent to the mating hex and boss connection features, the fracture can be due to the design of the hex and boss connection features.